Event description:
Caller requests review of oversensing on the rv lead in hrnst and threshold episodes. Rv lead noise. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).